Event description:
A 2.5 mm diameter x 12 mm length endeavor sprint rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a mid lad lesion. Lesion morphology was reported as difficult because of tortuosity and calcium. It is unknown if the lesion was pre-dilated. It was reported that three stents were inserted through the left main before the endeavor sprint was inserted. The physician inserted the endeavor drug-eluting stent; however the stent dislodged in the left main. The un-deployed stent was removed using a snare. No further treatment was performed. The patient is reported to be stable. Evaluation summary: medtronic has received the device and its analysis has been completed. Part of the snare and the dislodged stent were returned in a separate container and identified with the product peel-away label. Some of the stent segments were stretched. It was not possible to count the number of segments due to the damage noted. The distal and proximal balloon pillows and stent crimp/bake impressiones were evident on the balloon indicating that the stent had been processed through the manufacturing operations to secure the stent on the balloon. As the balloon had been inflated by the nurse, it was not possible to dimensionally measure the distal and proximal pillows. The tip of the delivery system appeared to have been stubbed and was damaged, most likely occurring during the failed delivery of the device. The distal segment of the returned stent was slightly flared and the mid segments were stretched and pulled over the distal section of the stent. Review of the procedural images provided confirms that the lad was pre-dilated prior to the successful delivery and deployment of 3 stents and the dislodgement of a 4th stent. There were no images provided of the attempted delivery of the 4th stent but images provided show the dislodged stent as described in the event description. The dislodged stent was located immediately proximal to the most proximally deployed stent at the ostium of the lad. Based on the damage to the tip and the damage evident, on the images, to the mid portion of the stent, it appears most likely that the delivery of the stent and catheter may have caught on the previously deployed stent in the proximal lad. But as the images of the attempted delivery were not provided this cannot be confirmed.

Manufacturer narrative:
Results: dislodgement.